Event description:
During the procedure, a hemostasis valve leak occurred. The introducer was replaced and the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation concluded that a leak was noted in the handle of the sheath during functional testing. The handle was opened and the shaft windows were noted to be torn, consistent with the reported aspiration issue and the leak detected. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the shaft window damage is consistent with torque being applied to the handle while the shaft was constrained or not allowed to rotate with the handle.